Event description:
Device 1 of 2 .reference MDR. Report#: 1627487-2016-00557 .follow-up information revealed the patient underwent surgical intervention where her entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MDR. Report#: 1627487-2016-00557. It was reported the patient did not receive effective pain relief from her scs system. Subsequently, the patient will undergo surgical intervention as the next course of action.